Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) for further review of this cardiac resynchronization therapy defibrillator (crt-d) to confirm device operation. It was noted that the device had recorded a supraventricular tachycardia (svt) episode. Upon review, the presenting electrogram (egm) showed the device had inappropriately delivered eight bursts of anti-tachycardia pacing (atp) and six shocks in attempt to convert the rhythm. Therapy was exhausted. Further review of the shocks showed that a code 1005 which indicated an open circuit condition was triggered due to high out of range shock impedances had been recorded on the right ventricular (rv) lead during shock delivery. Ts reviewed the daily impedance trend report and observed that the rv lead shock impedances appeared to have been gradually increasing over time to be greater than 125 ohms. Ts discussed possible causes with the hcp, recommending for the rv lead to be replaced. At this time, the crt-d and rv lead remain in service. No additional adverse effects were reported. Subsequent additional information was received that reported that this cardiac resynchronization therapy defibrillator (crt-d) appeared to have been explanted during a procedure. The device was returned and received by the facility awaiting analysis to be performed. No additional adverse patient effects were reported at this time.

Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) for further review of this cardiac resynchronization therapy defibrillator (crt-d) to confirm device operation. It was noted that the device had recorded a supraventricular tachycardia (svt) episode. Upon review, the presenting electrogram (egm) showed the device had inappropriately delivered eight bursts of anti-tachycardia pacing (atp) and six shocks in attempt to convert the rhythm. Therapy was exhausted. Further review of the shocks showed that a code 1005 which indicated an open circuit condition was triggered due to high out of range shock impedances had been recorded on the right ventricular (rv) lead during shock delivery. Ts reviewed the daily impedance trend report and observed that the rv lead shock impedances appeared to have been gradually increasing over time to be greater than 125 ohms. Ts discussed possible causes with the hcp, recommending for the rv lead to be replaced. At this time, the crt-d and rv lead remain in service. No additional adverse effects were reported.